Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing an increased charge burden and is no longer receiving effective stimulation. Follow up information identified the patient experienced a sudden loss of stimulation and was unable to communicate with or charge her ipg. The patient's ipg was replaced with a new one and is now receiving effective stimulation.